Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was met while filling the cartridge with insulin. Customer successfully reloaded the same cartridge. Customer's blood glucose was 348 mg/dl.